Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor missing label information was observed by the laboratory personnel. There was no report of patient impact. Eua#: eua (B)(4). The following information was provided by the initial reporter: "customer claims issue on his bd veritor test kit for covid mentioning that they received the test kit with no lot information on the product and says that because this information is missing they can not use this test kit in there facility."

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges a missing component when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unidentified. Bd quality performs a systematic approach to investigate missing component complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided, including an evaluation of the returned photographs. The reported issue was confirmed by the photograph but could not be verified by retained product evaluation. No trend against missing component was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor missing label information was observed by the laboratory personnel. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer claims issue on his bd veritor test kit for covid mentioning that they received the test kit with no lot information on the product and says that because this information is missing they can not use this test kit in there facility. "